Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil. Winds. Conclusions: evaluation of the returned smart coil revealed offset coil winds on the embolization coil. If the smart coil introducer sheath is not properly aligned within the hub of the parent catheter prior to advancement, resistance may be encountered. If the smart coil is forcefully advanced against this resistance, damage such as offset coil winds may occur. During functional testing, the returned smart coil was unable to advance through the returned non-penumbra microcatheter and a demonstration microcatheter due to the offset coil winds. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the follow-up # 01 MFR report and is being updated on this follow-up # 02 MFR report. Device available for evaluation?

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat tumorectomy using penumbra smart coils (smart coils). During the procedure, the physician successfully placed three smart coils using a non-penumbra microcatheter. While attempting to advance a smart coil over the hub of the microcatheter a few times, the physician experienced resistance; therefore, the smart coil was removed. The procedure was completed using seven other smart coils and the same microcatheter. There was no report of an adverse effect to the patient.